Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. It was reported that the cannula was bent. No impact to the patient's glucose level was reported. The pod was worn less than an hour. There is no information available regarding treatment.

Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both priming sequences in the expected number of pulses. The pod delivered 119 pulses before being deactivated by the user. The investigation did not find any damages or deficiencies that would contribute to the needle deploying late, though it could not be determined when exactly the needle deployed. The cause of the reported needle deploying late could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The investigation found no evidence of a bent, kinked, or damaged cannula.